Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient's spouse that the remote monitor could not read the implantable cardiac monitor (icm) and the spouse could not feel the implanted device. Follow up with the patient's clinic indicated that the patient was seen and the icm could not be located by palpation or with the programmer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.